Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that the 18ga x 6.35 cm introducer needle broke at the hub of the needle/hub junction. The hub appeared cracked and broke apart from the needle section when the specialist inserted it through the skin at the internal jugular vein. The needle was removed and another kit was opened and used to complete the procedure. There was no delay in treatment. It is unknown if there were any patient complications. No death occurred to the patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. The customer did return the kit lidstock, but the actual sample was not provided. A review of manufacturing records did not yield any relevant findings. This device is currently being investigated for the same issue by the spec developer.